Event description:
An end user has called in and reported the arms are loose and because the arms are loose he almost ran off a ramp. Also he reported when driving it went the other way. He was unharmed, no injury. He was referred to a service center. It was reported he has been using this device for approximately 6-12 months.